Manufacturer narrative:
The device has been requested but to date the incident device has not been received for evaluation. If the device is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the device was not sealing as intended. Patient experienced bleeding and lost 250 cc of blood. Patient is alive, no other incident is known to have occurred. No more information is available regarding the complaint report.

Manufacturer narrative:
Evaluation summary the customer reported that during intra-operative use of the device was not sealing as intended. Details regarding the investigation of the unit were requested but have not been provided. The investigation could not determine the root cause or probable root cause of the event. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional clarification received from the reporter. The device was not used on a vessel. The reporter clarified that there may have been minor bleeding associated with the device not activating as expected but it was not enough to measure. There was no injury to the patient. Another generator was utilized with the same handpiece to complete the procedure. No additional information was provided.